Event description:
As reported by the affiliate, the patient had restenosis in the left middle superficial femoral artery, including where the study stent smart flex (5x100mm) was deployed about 24 months after device was implanted. Two non-cordis stents were implanted at the restenosed site to dilate the vessel. The patient is currently doing well and was discharge home 5 days later. More than a month before the procedure, the informed consent form was obtained. The baseline ankle-brachial index (abi) was 0.52. Four days after visiting the hospital, the patient had a pta at the stenotic lesion in the left superficial femoral artery. The lesion was de novo without calcification. The length was 50mm and the diameter of the lesion was 0.5mm. Although the patient was allocated to ¿plain old balloon angioplasty¿ group, the residual stenosis was confirmed and the procedure was regarded as a treatment failure. Then, the study stent smart flex (5×100mm) was used as bailout with the procedural success and a residual stenosis rate of 0%. The stent was also post-dilated. There was no thrombus present proximal to, at, or distal to the stent and the stent covered healthy tissue to healthy tissue. Three days after the procedure, the abi was 0.63. The patient was doing well and was discharged to home four days after the procedure. The patient visited hospital approximately a year later for a 12-month follow-up. No remarkable aggravation was confirmed. The abi was 0.59. There was also no problem on doppler ultrasound (dus) and observation was done. The patient returned to the hospital for unscheduled follow-up about three months later. No remarkable aggravation was confirmed with abi at 0.71 and observation was done. About three months after that, the patient visited hospital for unscheduled follow-up. Pain on the left toe was confirmed with abi at 0.82. The prescription of lyrica was started at another hospital about a month before.

Manufacturer narrative:
Approximately three months after the previous visit, the patient visited hospital for unscheduled follow-up. No remarkable aggravation was confirmed with abi at 0.67 and observation was done. Approximately three months after that, and about 24 months after the procedure, the patient visited hospital for the 24-month follow-up. On dus, the tessellated and high-speed blood flow with more than 4 m/s was confirmed at the approximately 5 mm distal to the stent. About 7 days after the first visit for the 24-month follow-up, the patient visited hospital. Abi: 0. High-grade stenosis was confirmed at the distal to the outer stent and the lowering of abi was remarkable. The symptoms were shown from the (B)(6). It is unknown what the symptoms were. The retreatment was considered. There was no product problem causing the ae. Four days later, the patient was hospitalized for the treatment of the stenosis at the distal to the outer stent. The angiography showed the occlusion 18 cm long at the middle of sfa, including where the study stent was deployed. The restenosis rate was 100%. Although pta ballooning was performed, the occlusion was not resolved. Then, two 6 mmx100mm non-cordis stents were deployed. Dilation was confirmed with the procedural success. The residual stenosis rate is unknown, while the stenting procedure was successful. Four days later, the abi was 0.69, and the day after that, the patient was doing well and was discharged home. Physician comment: it had been judged to be impossible to rule out a causal relation to study devices because the treated segment was same as the part of the study stent deployment and angiography two years from deployment showed the restenosis at the target lesion. The device remains implanted; therefore the device is not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant medications: post-procedure medications included aspirin, ticlopidine, and lyrica. Concomitant devices: two zilver ptx stent (6 mm/ 10 cm).

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: as reported by the affiliate, the patient had restenosis in the left middle superficial femoral artery, including where the study stent smart flex (5x100mm) was deployed about 24 months after device was implanted. Two non-cordis stents were implanted at the restenosed site to dilate the vessel. The patient is currently doing well and was discharge home 5 days later. The patient was a (B)(6) female with a medical history of diabetes. More than a month before the procedure, the informed consent form was obtained. The baseline ankle-brachial index (abi) was 0.52. Four days after visiting the hospital, the patient had a pta at the stenotic lesion in the left superficial femoral artery. The lesion was de novo without calcification. The length was 50mm and the diameter of the lesion was 0.5mm. Although the patient was allocated to ¿plain old balloon angioplasty¿ group, the residual stenosis was confirmed and the procedure was regarded as a treatment failure. Then, the study stent smart flex (5×100mm) was used as bailout with the procedural success and a residual stenosis rate of 0%. The stent was also post-dilated. There was no thrombus present proximal to, at, or distal to the stent and the stent covered healthy tissue to healthy tissue. Three days after the procedure, the abi was 0.63. The patient was doing well and was discharged to home four days after the procedure. The patient visited hospital approximately a year later for a 12-month follow-up. No remarkable aggravation was confirmed. The abi was 0.59. There was also no problem on doppler ultrasound (dus) and observation was done. The patient returned to the hospital for unscheduled follow-up about three months later. No remarkable aggravation was confirmed with abi at 0.71 and observation was done. About three months after that, the patient visited hospital for unscheduled follow-up. Pain on the left toe was confirmed with abi at 0.82. The prescription of lyrica was started at another hospital about a month before. Approximately three months after the previous visit, the patient visited hospital for unscheduled follow-up. No remarkable aggravation was confirmed with abi at 0.67 and observation was done. Approximately three months after that, and about 24 months after the procedure, the patient visited hospital for the 24-month follow-up. On dus, the tessellated and high-speed blood flow with more than 4 m/s was confirmed at the approximately 5 mm distal to the stent. About 7 days after the first visit for the 24-month follow-up, the patient visited hospital. Abi: 0. High-grade stenosis was confirmed at the distal to the outer stent and the lowering of abi was remarkable. The symptoms were shown from the end of february. It is unknown what the symptoms were. The retreatment was considered. There was no product problem causing the ae. Four days later, the patient was hospitalized for the treatment of the stenosis at the distal to the outer stent. The angiography showed the occlusion 18 cm long at the middle of sfa, including where the study stent was deployed. The restenosis rate was 100%. Although pta ballooning was performed, the occlusion was not resolved. Then, two 6 mmx100mm non-cordis stents were deployed. Dilation was confirmed with the procedural success. The residual stenosis rate is unknown, while the stenting procedure was successful. Four days later, the abi was 0.69, and the day after that, the patient was doing well and was discharged home. Physician comment: it had been judged to be impossible to rule out a causal relation to study devices because the treated segment was same as the part of the study stent deployment and angiography two years from deployment showed the restenosis at the target lesion. The device remains implanted in the patient; therefore, it is not available for analysis. A general review of the travelers which make up the DHR for the parent lot was performed. System and subassembly travelers: all systems were manufactured in accordance with the traveler and passed all prescribed inspection and testing. Stent traveler: all stents were manufactured in accordance with the traveler, stents passed all prescribed inspection and testing. Restenosis is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. The rates of restenosis are higher in older patients with more severe atherosclerosis and depend on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.